Event description:
The physician reports that the crystalens tore after delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the wound. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.